Manufacturer narrative:
The investigation did confirm the problem. A preliminary analysis was carried out on the valve before being sent to codman for evaluation. The valve was visually examined. The examination revealed that the pivot was dislodged from the base plate. The pivot and the cam moved into the pumping chamber. Since the pivot was dislodged, the valve could no longer reprogram and control the flow as expected. The valve was then examined under microscope at appropriate magnification and it was dismantled. No observations were made that would explain the dislodged condition of the pivot. It might be that the patient may have fallen or suffered an impact. However, this could not be confirmed. Review of the history device records confirmed the valve conformed to the specifications when released to stock. No observations were made that would explain the dislodged condition of the pivot. It might be that the patient may have fallen or suffered an impact. However, this could not be confirmed. The exact root cause of the dislodged condition of the pivot could not be precisely determined. No corrective action is needed based on the results of the evaluation and based on the fact that the valve was manufactured 13 years ago. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the stepping motor detached from the base plate.